Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a non-critical alarm occurred on (b)(6 2015 (thought was going to occur the day prior). The alarm turned to critical (empty) on (B)(6) 2015. It was stated that managing healthcare provider (hcp) left and the patient had 4-6 weeks to find a different hcp. The patient called their primary hcp on (B)(6) 2015 and there was nothing he could do. The patient was advised to go to the emergency room (ER) if needed. That evening, the patient went to the ER and received percocet. The patient had taken 2 percocet, but she was afraid that if there was still medication in the pump he would get too much medication. The patient as instructed that the alarm would turn to critical when there was no medication left. The patient was told that a pain hcp in (B)(6) could not refer to another pain hcp. The patient would have to obtain a referral through their primary hcp. The patient¿s insurance was also working on an out of network claim, as ¿no hcp¿ took the patient¿s current insurance. As of (B)(6) 2015, the patient was in withdrawal (some signs). The primary hcp continued to provide oral medication. The patient was currently looking for someone to silence the alarm. The pump was used to deliver morphine. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.